Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary : the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer tubing overlay has cosmetic environmental stress cracking and the outer insulation had a depression. Concomitant products: 5076, implantable pacing lead, (B)(6) 2007; 4194, implantable pacing lead, (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced pre-syncope and shortness of breath with exercise. It was also reported that the right ventricular (rv) lead had developed high threshold with intermittent loss of capture. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.